Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection of the returned insert shows the lock detail has minimal damage not unexpected for an explant. The articulating surface has severe pitting on it. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Our lab completed and analysis with the following results: damage/deformation was observed on the articular surface of the insert; these features may have been created by third-body particulate (bone cement, bone, etc.) In the joint space. Deformation and burnishing were also observed on the posterior surface of the post; these features were likely the result of engagement with the cam of the femoral component. In addition, damage was observed on the anterior surface of the post, possibly from contact with a surgical instrument. The underlying cause of revision could not be determined from this investigation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision knee surgery was performed due to wear.